Event description:
The customer reported that the 9 volt battery connector on the alarm has a very poor contact with the positive battery terminal which is causing the alarm to power off. There was no pt injury reported.

Manufacturer narrative:
(B)(4). (B)(4).